Event description:
A surgeon reports that two days after intracocular lens (iol) implant surgery, the patient was diagnosed with endophthalmitis. The association between this event and the iol is not known. Additional information has been requested.